Event description:
It was reported that during a carotid stenting treatment procedure, wallstent deployment difficulties were encountered. The lesion being treated was a non-calcified, 70% stenotic lesion in the non-tortuous internal carotid artery. An 8fr brite tip 90cm straight guiding catheter was placed into the common carotid artery and predilatation was performed with an ultra soft sv 4-20mm balloon. The wallstent was delivered across the lesion without difficulty, however, it was very difficult to deploy. Therefore, the proximal outer sheath became broken at the time of deployment. The wallstent was not fully deployed in the patient. It was removed from the body without problems. The patient was asymptomatic during this event. The procedure was successfully completed with another wallstent. No patient injuries or complications were reported. Patient status is reported as "good."